Event description:
It was reported that there was a system failure error. No patient injury was reported.

Manufacturer narrative:
No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Additional information was received and attached on 25 august 2022 to the complaint: no patient incident was reported. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the plunger seal was not broken or removed, but the top case was damaged on the front corner. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no fault was found. Root cause of the reported event is unknown and could not be determined as there was no damage to the speaker or interconnect printed circuit board. Preventively replaced the speaker, performed preventive maintenance and all functional testing. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: h5: correction: labeled for single use: no.